Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion during heparin therapy (dose, programmed amount and delivery rate unknown). The tubing at the top of the channel was found to have a kink. The tubing was replaced and strung in a new pump to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109229 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report was initially submitted with an incorrect fei# (FDA establishment identifier). The correct fei# is (B)(4).